Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician was unable to remove the stylet from the left ventricular lead. The lead was capped. No patient symptoms were reported.